Event description:
It was reported to boston scientific corporation that a needleknife rx sphincterotome was used during a sphincterotomy procedure. According to the complainant, during the sphincterotomy the physician faced difficulties to cut with needleknife and during withdrawal of the needleknife from the guidewire, the device became stuck. The physician removed the needleknife and observed that the coating/resin had peeled from the device. No parts detached inside the patient. The sphincterotomy was completed with another needleknife rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
The complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.